Event description:
It was reported that during use of the device for a neonatal cardiopulmonary bypass procedure, the electronic pt gas system (epgs) gas flow was near 0.21 1/min. The slider set point displayed 0.2 l/min, while measure gas flow on central control monitor (ccm) displayed gas flow of 0.0 l/min. The gas flow info sent to epic (hospital info system) was recorded as 0.0 l/min, even though there was gas flow going to the oxygenator as verified by blood gas values. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(6) 2013, the required blood flow rate was in the range of 250-400 ml/min (.250 to .400 l/min). Gas flows at these blood flow rates can be in the .20 to .50 l/min and the required gas flow rate will be adjusted according to metabolic rate, pt temperature and the efficiency of the oxygenator being used. The perfusionist (ccp) was using the integrated gas system (epgs) of the system-1 and electronic data (from system-1) was being sent to the hospital info system (epic) in order to produce an electronic medical record (emr). The gas flow slider was displaying a gas flow rate of 0.2 l/min, while the measured gas flow rate was displayed as 0.00 l/min. Through blood gas analysis (pco2 and pos) data, it was quite clear that the measured gas flow rate of 0.00 l/min (no gas flow) was not accurate. The ccp's issue is that a gas flow rate of 0.00 l/min was sent to the epic system and was being listed on the emr as the pt receiving no gas flow during cpb. This was not an accurate description of the actual clinical events. The ccp is not requesting a service call, but is not comfortable with the epgs measurements and reporting at very low gas flow rates.